Event description:
Event description boston scientific received information that one day post implant, impedance measurements with this flextend ventricular lead have increased from 700 ohms to 940 ohms, and thresholds have gone to over5.0/1.0ms and r waves have decreased. The caller was inquiring about a possible perforation. , call response:, possible but no clinical manifestations of pt issues related to perf. Chest x-ray to be completed. Impedances rise is slight so not overly suspicious of fracture, particularly since just implanted. Suspect possible microdislodge. Rep noted likely that pt will have lead reposition. !>!g031685-20061126130328!<!,